Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed. Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event has been entered as 01jan2024, as the date of data collection was between 2015 and 2024. Schloeglhofer, t., schettle, s., miller, j., snider, j., coyle, l., & schroeder, s. (2025). Daily activity and body weight as early indicators of optimal outcomes in lvad patients: an acticare remote patient monitoring registry analysis. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.689 . (B)(6).

Event description:
"It was reported through the research abstract titled ¿daily activity and body weight as early indicators of optimal outcomes in lvad patients: an acticare remote patient monitoring registry analysis¿ identifying that heartmate 3 (hm3) patients passed away during the length of the study. This is retrospective study looking at heartmate 3 lvad patients enrolled in the acticare rpm realworld registry from 70 u.s. Centers between 2015 and 2024, who were stratified based on two-year clinical outcomes (non-deceased vs. Deceased). The primary outcomes included a longitudinal analysis of daily step counts, assessed via pedometer, and body weight transmitted through a bluetooth enabled digital scale, serving as indicators of clinical success. Among 1,242 heartmate 3 patients (age 59.6 ± 12.4 yrs, 21.7% female), the two-year survival was 85.7%. Patients were on rpm for 642 ± 494 days, with no statistically significant differences between non-deceased vs. Deceased heartmate 3 patients (638 ± 501 vs. 665 ± 451 days, p=0.45). Step counts showed similar incremental patterns between deceased and non-deceased patients up to 3 months. However, by 6 months, non-deceased patients demonstrated significantly higher daily activity levels (2,500 vs. 1,967 steps, p < 0.001), with this elevated activity persisting throughout the 24-month period compared to deceased patients. Additionally, deceased patients showed significant longitudinal trends in normalized weight changes from baseline to 24 months (p < 0.001), unlike non-deceased patients, who exhibited no significant changes (p=0.28). The study concluded that rpm data offers valuable insights for predicting patient outcomes and assessing the impact of clinical interventions.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported patient outcomes could not be conclusively established through this evaluation. It was reported through the research article ¿daily activity and body weight as early indicators of optimal outcomes in lvad patients: an acticare remote patient monitoring registry analysis¿ that the heartmate 3 left ventricular assist device (lvad) may be associated with death. This 70 u.s. Center retrospective study evaluated 1242 heartmate 3 lvad patients enrolled in the acticare health¿s remote patient monitoring (rpm) platform between 2015 and 2024. Patients were stratified based on two-year clinical outcomes (non-deceased vs. Deceased). The primary outcomes included a longitudinal analysis of daily step counts, assessed via pedometer, and body weight transmitted through a bluetooth-enabled digital scale, serving as indicators of clinical success. The two-year survival rate of patients was 85.7%. Step counts showed similar incremental patterns between the two groups up to 3 months; however, by 6 months, non-deceased patients showed significantly higher daily activity levels persisting throughout the 24-month period. Deceased patients showed significant longitudinal trends in normalized weight changes from baseline to 24 months, unlike non-deceased patients. It was summarized that rpm offers insights for predicting patient outcomes and assessing the impact of clinical interventions. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision b, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The current revisions of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.